Event description:
It was reported that the platform indicated that the battery was empty when battery was fully charged. Battery sn is (B)(4). Issue occurred after one year of use. There was no pt involvement reported. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.